Manufacturer narrative:
Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2007, an aus device was implanted. On (B)(6) 2010, the cuff component was removed and replaced due to pt complaint of incontinence. Some atrophy was noted at the time of the removal.